Event description:
It was reported that during a routine visit, this pacemaker was found to be in safety mode. The physician plans on scheduling a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine visit, this pacemaker was found to be in safety mode. The physician plans on scheduling a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated in the laboratory setting but review of stored latitude data confirmed a temporary error with the device's random access memory (ram). The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that during a routine visit, this pacemaker was found to be in safety mode. The physician plans on scheduling a device replacement procedure. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.